Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was observed to have a damaged fiber optic module connector. It is unknown under what circumstance this event occurred. Although, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
A service territory manager (stm) reported that there was a damaged fiber optic module connector. The stm replaced this part and performed safety checks to specifications, cleared the intra-aortic balloon pump, and returned to customer for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was observed to have a damaged fiber optic module connector. It is unknown under what circumstance this event occurred. Although, there was no patient involvement and no adverse event reported.